Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
.

Manufacturer narrative:
Insulin pump alarmed after battery change due to faulty connector on interface board. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.